Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture damage noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it's beeping at her. Customer's blood glucose was unknown, in the morning it was 92 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.